Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; right; xl. Reason for revision : cup loosening. Update alert date 9th may 2016. Added product codes for stem and sleeve. Taken from email dated 9th may 2016. Update alert date 10th may 2016 - added surgeon. Taken from email dated 10th may 2016. Update rec'd 26 april 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also revised for a dislocation and a fracture of the acetabulum. At this time the femoral head is being reported. The complaint was updated on: 26 april 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.